Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed right ventricular channel undersensing of a non-sustained ventricular tachycardia (nsvt) episode that was successfully converted with two bursts of anti-tachycardia pacing. Technical services reviewed the case and recommended to increase the sensitivity, keeping in mind that this could result in oversensing issues, and because the system has no right atrial lead, to turn off features related to atrial activity. Reportedly, the physician believed the nsvt episode in question was most likely caused by pacing a t-wave. The features related to atrial activity were turned off and additional features like the lower rate limit and the yellow alert for nsvts were reprogrammed as well. This crt-d remains in service and no additional adverse patient effects were reported.